Event description:
A malfunction was reported with the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the process, and instructed the customer to report if the malfunction code recurred. The issue did not reappear after the reset, allowing the customer to continue using the pump.